Event description:
Pt underwent a 2-level revision posterior lateral intervertebral fusion with placement of posterior instrumentation and administration of adcon. An accidental dural tear was reported during surgery and repaired with fibrin glue. The pt was discharged the following morning with a clean wound area and no symptoms. Two weeks post-operatively, pt returned with a severe headache. A pseudomeningocele was diagnosed via MRI. It is unclear if the pt underwent reoperation.